Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pain and cramping on her left side since insertion / pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. C05481, c8000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity in (B)(6) 2014. Previously administered products included for an unreported indication: mirena. Concurrent conditions included exposure during breast feeding. Concomitant products included norethisterone (nora-be). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("excruciating pain and cramping on back since insertion"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, infection, nausea, dysmenorrhoea, dyspareunia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for back pain, genital haemorrhage and pelvic pain with essure. The reporter considered dysmenorrhoea, dyspareunia, infection, menorrhagia, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, she did not undergo essure confirmation test" were added. Lot number was added. Product implant and explant date was updated. New reporter were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pain and cramping on her left side since insertion / pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. C06481, c8000e1 invb69460b61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity in (B)(6) 2014. Previously administered products included for an unreported indication: mirena. Concurrent conditions included exposure during breast feeding and perineal pain. Concomitant products included norethisterone (nora-be). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("excruciating pain and cramping on back since insertion"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and salpingitis ("acute inflammation, and foreign body reaction in the left fallopian tube."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, infection, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain and salpingitis outcome was unknown. The reporter provided no causality assessment for back pain, genital haemorrhage and pelvic pain with essure. The reporter considered dysmenorrhoea, dyspareunia, infection, menorrhagia, nausea, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: lot numbers b82471, b91738,b97495, b97496, c08461 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion lot numbers c05481, c8000e1-invalid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, dyspareunia, and menorrhagia. Most recent follow-up information incorporated above includes: on 9-nov-2018: medical records received: reporters were added. Lab data date was added. Lot number corrected. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pain and cramping on her left side since insertion / pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. C05481, c8000e1-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity in august 2014. Previously administered products included for an unreported indication: mirena. Concurrent conditions included exposure during breast feeding. Concomitant products included norethisterone (nora-be). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("excruciating pain and cramping on back since insertion"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, infection, nausea, dysmenorrhoea, dyspareunia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for back pain, genital haemorrhage and pelvic pain with essure. The reporter considered dysmenorrhoea, dyspareunia, infection, menorrhagia, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. Lot numbers c05481, c8000e1-invalid. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pain and cramping on her left side since insertion / pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. C05481, c8000e1-inv, b69460,b61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity in (B)(6) 2014. Previously administered products included for an unreported indication: mirena. Concurrent conditions included exposure during breast feeding and perineal pain. Concomitant products included norethisterone (nora-be). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("excruciating pain and cramping on back since insertion"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and salpingitis ("acute inflammation, and foreign body reaction in the left fallopian tube."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, infection, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain and salpingitis outcome was unknown. The reporter provided no causality assessment for back pain, genital haemorrhage and pelvic pain with essure. The reporter considered dysmenorrhoea, dyspareunia, infection, menorrhagia, nausea, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: lot numbers b82471, b91738, b97495, b97496, c08461. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral fallopian tube occlusion. Lot numbers c05481, c8000e1-invalid concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, dyspareunia, and menorrhagia. Most recent follow-up information incorporated above includes: on 22-oct-2018: mr received, reporter added, lot number added, event added- salpingitis, concomitant disease added. Lab data added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.